Event description:
It was reported that the system gave a head error after a short time in use. Hand-cranking was initiated while a reserve unit was put in place. No reported effect to the pt. (B)(4).

Manufacturer narrative:
(B)(4). Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet service tech investigated the unit and determined the rotaflow drive was defective. A loaner unit was provided. The loaner unit successfully passed testing to factory specs. The defective unit was returned to the factory for investigation. (B)(4).